Event description:
User stated that the patient is pregnant and has gestational diabetes. Reported by health care professional (hcp) office. Health care professional (hcp) office did not consent to follow up. No further information/clarification available. (B)(4).